Event description:
Customer reported she was traveling and ran out of insulin and could not change the infusion set and reservoir. Customer requested assistance with completing the prime sequence. Customer was informed that the infusion sets she is using needed to be replaced because they were expired. Customer declined stating that her husband said they are fine. Customer was explained that using expired sets can affect the insulin delivery. Customer was unable to rewind the insulin pump and the battery was blinking empty. She was advised to change the battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.